Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation has begun but has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Review of service history data revealed previous device servicing did not cause or contribute to the event. Sample analysis verified the event. The homechoice device received a returned instrument testing evaluation (rite).  This evaluation included functional and electrical testing of the device upon conclusion of the investigation, the cause of the event was determined to be deteriorated piston foam. Should additional relevant information become available, a supplemental report will be submitted.